Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# unknown, product type: lead.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that an impedance measurement was performed and impedance abnormality was confirmed, it was over 10,000 ohms. Output setting was increased but the patient did not feel stimulation. The device settings were unknown. X-ray images were available from mid-(B)(6). It was unknown if telemetry data was available. The cause of the issue might be the fact that physical activity amount of the patient has been increased, but the details were unknown. No surgical intervention occurred but the action taken to resolve the issue was the lead was going to be replaced in mid-(B)(6). The issue was not resolved at the time of this report. The physician¿s observation about severity was not severe. No further complications were reported or anticipated.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), explanted: (B)(6) 2017, product type: lead. Product ID: 977a275, serial# (B)(4), explanted: (B)(6) 2017, product type: lead. The manufacturing site ID was previously reported as (B)(4). Additional review indicates the correct manufacturing site ID is (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the reason for ins replacement was not product anomaly. Aging was not considered to be the reason since the ins was implanted around one year ago. The details were unknown. Both leads were replaced.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: lead, model # unknown, serial # unknown, explant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the lead and ins were replaced on (B)(6). The patient was in good condition as the stimulation has been delivered. The cause of the high impedances and no stimulation was not determined. The high impedance and no stimulation has been resolved.

Manufacturer narrative:
Device analysis for lead va0x2k3005 revealed the lead body conductor broken at the anchor site unknown. All conductors were broken 11.3cm from the distal end. Device analysis for lead va14f95009 revealed the lead body conductor broken at the anchor site unknown. The #6 conductor was broken 11.5cm from the distal end. (B)(4) belongs to the leads. If information is provided in the future, a supplemental report will be issued.